Event description:
On (B)(6) 2012, the primary contact of the hospital contacted lifescan from the (B)(4) alleging a one touch verio meter was testing in the setting modes. The primary contact of the hospital did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the primary contact of the hospital claimed that the meter had a testing in the settings mode issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The primary contact of the hospital did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.